Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that, as soon as the thread was pulled, it snapped off. The same thing happened multiple times with different products. It occurs before use. Additional information has been requested.

Manufacturer narrative:
Analysis and results: batch number is unknown. List of possible batches is unknown. Without information regarding the batch number a review of the batch manufacturing records is not possible. We have received two petri dishes. In one of them, there is an open pouch with a part of the aluminum pouch missing, and a sponge with a needle attached to it and a piece of thread attached to the needle. This thread measures approximately 5 cm long. Further analysis cannot be done to this part of the suture. In the other petri dish, there are three pieces of thread. Further analysis cannot be done to these parts of suture. Without closed samples and with an open sample received in these conditions, a proper analysis cannot be performed. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.